Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
An implanted smart toe post-op did not live up to the standard of care the surgeon was expecting.

Manufacturer narrative:
The reported event that a intramedullary arthrodesis implant smart toe ii 20mm / 10° angle for pip arthrodesis was alleged of event s-45- migration/rotation/in situ movement could be confirmed. The x-ray inspection could confirm that the smart toe implant placed on the third ray, between the 1st and the 2nd phalanx, was not parallel to the transverse plane anymore. Based on investigation, the root cause was attributed to a user related issue. These are some of the possible causes: - the user moved the forceps prematurely when implanting the device or did not compress the joint long enough to allow the implant to expand. As stated in the operative technique: "[...]manually reduce middle phalanx over the distal legs of the implant. Forceps must stay engaged until the middle phalanx is partially reduced over the implant. Remove the forceps and manually compress the joint for approximately 1 minute. Suture the extensor tendon to avoid the formation of a mallet toe. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
An implanted smart toe post-op did not live up to the standard of care the surgeon was expecting.